Manufacturer narrative:
Investigation summary: this complaint is for misidentification when using phoenix panel nmic/ID-307 (449289) batch unknown. The customer did not provide panel returns, isolate returns or phoenix generated lab reports for the investigation. The batch number was not provided, therefore this complaint is unconfirmed. A review of quality notifications could not be performed since a batch number was not provided. A review of complaints could not be performed since a batch number was not provided. Complaint trending was performed and no trends were identified associated with this defect. Bd ID/ast plant quality will continue to monitor for trends and take action as necessary.

Event description:
It was reported that during use with panel phoenix nmic/ID-307 enterobacter cloacae was misidentified as citrobacter freundii. There has been no report of patient impact. The following information was provided by the initial reporter: customer reports enterobacter cloacae complex misidentified as citrobacter freundii. 1. What result did the customer obtain from the bd product? Mis ID enterobacter cloacae complex misidentified as citrobacter freundii 2. What result was the customer expecting to obtain (if different from the obtained result) enterobacter cloacae

Manufacturer narrative:
D.4. Medical device expiration date: unknown. G5. The bd phoenix nmic/ID-307 is an antimicrobial resistance panel consists of a combination of the following 510k numbers: k032299, k061355, k023444, k063824, k033560, k063573, k041384, k060217, k052269, k032655, k062944, k060444, k063811, k151320, k063301, k031530, k060447, k023634, k020322, k132674, k023858, k071623, k031699, k024153, k060214, k042932 h.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that during use with panel phoenix nmic/ID-307 enterobacter cloacae was misidentified as citrobacter freundii. There has been no report of patient impact. The following information was provided by the initial reporter: customer reports enterobacter cloacae complex misidentified as citrobacter freundii. 1. What result did the customer obtain from the bd product?: mis ID enterobacter cloacae complex misidentified as citrobacter freundii. 2. What result was the customer expecting to obtain (if different from the obtained result): enterobacter cloacae.